Event description:
Caller states the patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. The caller reports she had to squeeze the patient's finger excessively to obtain a blood drop. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.